Event description:
It was oxygen gas module that emitted smoke and not an air gas module. Alarms were activated. The failing gas module was of an old type, type I, the hospitals own biomedical service replaced the gas module. No parts has been sent to maquet for investigation. This is most likely known failures caused by a short circuit on the gas module's circuit board leading to overheating of a coil and smoke emission.

Event description:
In use on pt, the servo 300 stopped with smoke emission from the air module type 1. The ventilator has been isolated in the biomedical department. No pt was injured.